Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose was elevated to 500 mg/dl with sign of trace ketones while the animas insulin pump alerted the patient about repeated loss of prime for two days. At the time of concern, the patient promptly started on the backup plan with insulin via syringe and increased water intake. The patient's blood glucose eventually resolved to 130 mg/dl. During troubleshooting, the reported issue was resolved with training. The animas representative explained the auto off feature which can cause the loss of prime issue. The reporter was unaware of the auto-off feature. The animas representative assisted the patient with adjusting set for the auto off feature. This complaint is being reported due to possible use error and because the patient allegedly had elevated blood glucose of 500 mg/dl with trace ketone while on insulin pump therapy.